Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test results reported of 77 mg/dl using truemetrix meter and 105 mg/dl using another device. Customer stated he took 50 units of lantus based on the 105mg/dl reading with health pro meter. The customer's expected fasting blood glucose test result range is 90 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform back to back blood tests during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 02/28/2017. The meter memory was reviewed for previous test result history: the 77mg/dl (B)(6) 2017 07:30 am fasting: yes, the 68mg/dl (B)(6) 2017 07:30 am fasting: yes. Memory concerns: 77mg/dl. Customer is concerned with low results when comparing meters; true metrix with health pro. Result of concern is 77mg/dl fasting. Normal fasting range is 90-125mg/dl. Customer takes lantus injection daily based on results.